Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. The event occurred during the meshing of previously recovered donor skin (not during surgery). There was no patient or user harm reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. On may 22, 2018, it was reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was march 8, 2018 where it was reported that there was a ratchet issue and the roller, damaged comb, ratchet gear and sliding pin were replaced. This is not a related issue. Product review of the skin graft mesher on june 16, 2018 revealed that the calibration was within specifications and the device produced a passing sample graft with our test mesher. The roller and gear had visible damage. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing cut and the collars, bushing and gear were replaced. The 2:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable, the collars and gear were replaced on that one 3/18 and was deemed non-repairable 3/18. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 16, 2018 which included replacement of the roller, gears, collars, and bushings. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since the customer did not provide which cutter was being used at the time of the device failing. During product review it was noted that the 1.5:1 ratio cutter, serial number (B)(4) produced a passing cut and was deemed non-repairable, and the 2:1 ratio cutter, serial number (B)(4) produced an incomplete cut. However, it was also noted that the roller and gear had visible damage. The root cause of the reported event could not be specifically determined since the customer did not provide which cutter was being used at the time of the device failing. During product review it was noted that the 1.5:1 ratio cutter, serial number (B)(4) produced a passing cut and was deemed non-repairable, and the 2:1 ratio cutter, serial number (B)(4) produced an incomplete cut. However, it was also noted that the roller and gear had visible damage. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.